Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
The bifurcation was broken on the catheter and it started to leak blood when the pt was at home. The pt went to the hospital and they had to place a new catheter.